Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on the left ventricular (lv) channel and fluctuating shock impedance measurements, measuring from 80ohms to 150 ohms on the right ventricular (rv) channel. It was noted that the device had reached elective replacement indicator (eri). Testing and maneuvers were performed and there were no noise and no abnormal values noted. The plan was to have the lead replaced soon. This device remains in service. No adverse patient effects were reported.